Event description:
It was reported that catheter entrapment occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee vessel. However, the device became stuck with a non-boston scientific guidewire and it was unable to be remove due to strong resistance. The device and guidewire were removed as one unit. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was stable.